Manufacturer narrative:
Additional information was received on (B)(6) 2021 stating there was prolonged hospitalization and the patient¿s outcome was death. Therefore, requested the date of death. However, no additional information has been received clarifying this date. Therefore, added the estimated date of death of (B)(6) 2021. This is the date that the additional information was received of the patients death. The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female ((B)(6)) patient underwent an idiopathic ventricular tachycardia (idvt)/ (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention and the patient died. During a pvc case, a pericardial effusion was noticed. There were no visible signs on the patient until anesthesia noticed there was a drop in blood pressure. They immediately used ultrasound to check for any issues. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided at first was a pericardiocentesis and it was unknown how much fluid was removed. They ended up having to call a heart surgeon and the patient was opened up on the table as the reporter was leaving the procedure room. The last patient status was not stable. Additional information: this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition related, dissecting left ventricle wall. Intervention provided was a pericardiocentesis. Patient outcome of the adverse event was death. The patient required extended hospitalization because of the adverse event. Generator used in the case was a smartablate. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of a steam pop. The event occurred post ablation. Irrigated catheter was used in the event and the flow setting: 15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during use. Force visualization used graph, dashboard, and vector. Visitag was not used.

Manufacturer narrative:
It was reported that a 79-year-old female (68kg) patient underwent an idiopathic ventricular tachycardia (idvt)/ (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention and the patient died. The device evaluation was completed on 18-nov-2021. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch sf bidirectional catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).